Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) powered on the aia-900 instrument and ran "prime bf wash" and received 2239 bf probe 1 purge failure and 2240 bf probe 2 purge failure error messages. The fse repeated prime and noticed overflow sensor 1 s132 and overflow sensor 2 s133 not lighting. The fse adjusted the overflow sensor 1 s132 and overflow sensor 2 s133 to where they would light up when dipped in wash fluid. The fse ran "prime bf wash" without any errors. The fse then proceeded to do daily check and finished with no errors. Quality controls were run and resulted within acceptable range. The aia-900 instrument was operating as designed; no further action was required by the fse. A 13-month complaint history review and service history review for serial number (B)(4)for similar complaints was conducted from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. Bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. Bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event was due to overflow sensor 1 s132 and overflow sensor 2 s133 being out of alignment.

Event description:
On (B)(6) 2018, a customer reported receiving 2239 bf probe 1 purge failure and 2240 bf probe 2 purge failure error messages while running daily check with the aia-900 instrument. The customer tried powering off and on the aia-900, but the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.